Event description:
It was reported prior to starting a da vinci surgical si procedure that the wire was coming apart on the tip of the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.